Manufacturer narrative:
Based on the calibration and qc data, a general reagent issue could be excluded. The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable gen.2 ise indirect for na results for 2 patient samples on a cobas pro ise analytical unit. The na results for patient 1 were 154 mmol/l and 127 mmol/l. Clarification on which result was the initial and the repeat was not provided. The initial na result for patient 2 was 149.6 mmol/l. The repeat result was 136.9 mmol/l. No questionable results were reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.